Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the surgery for pelvic fracture was performed using the expedium system. During the surgery, after tapping was completed, the tip of the reported device ((B)(4)) got broken during use. The surgeon replaced the device in question with another one and successfully completed the surgery. No broken pieces were found left in the patient¿s body, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Device was received at the investigation site. It was noted that the tip was stripped. If the device functional issue were to recur, other drivers of the same product code or alternate drivers with the same tip configuration would be readily available in the kit to complete the case without issue . As such, this is now a non-reportable malfunction.